Manufacturer narrative:
The provided logfile has been analyzed with regards to the reported event. On the date and time of event differences of up to ~300ml between the inspiratory and expiratory flow sensors can be seen in the logfile indicating a leak in the patient circuit. A corresponding alarm message "fresh gas low or leakage" has been generated by the atlan device to alert the user. There were no indications for a vent fail or stop of automatic ventilation and/or decreasing peep found. The atlan has integrated pressure monitoring. During therapy, pressure alarms are signaled visually and acoustically according to the alarm limits set by the user (e.g. Fresh gas low or leakage, minute volume low, apnea, etc.). The device was checked by a draeger tsr with no findings and the device is back in use without any new problems. The number of similar cases related to the same root cause is within the expected range of the respective risk assessment and therefore acceptable.

Event description:
It was reported that during pressure control ventilation the pressure became negative in the middle of the case and ventilation was no longer possible. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during pressure control ventilation the pressure became negative in the middle of the case and ventilation was no longer possible. No patient injury reported.